Event description:
During angioplasty procedure the stent became dislodged from the delivery catheter prior to proper placement & deployment. Unable to retrieve stent by removing guide cath & sheath. The following day fluro of groin revealed stent in sfa. Retreival forceps inserted and stent successfully removed. Note: previously facility had similar issues with these devices and removed from dept use. Reinstated devices at request of md.